Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported during implantation of an intraocular lens (iol) into the right eye, the posterior capsule ruptured causing the lens to be unstable. The incision was enlarged to allow for removal of the iol and a suture was placed as standard protocol. Approximately ten days after explant, a vitrectomy was performed and a lens of the same model, same diopter was implanted. Patient outcome is good.